Manufacturer narrative:
(B)(4). This device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an upgrade procedure, this right ventricular (rv) lead was also replaced due to non-sustained ventricular tachycardia episodes contributed to noise since (B)(6) 2019. Another rv lead was successfully replaced. No additional adverse patient effects were reported.